Event description:
The customer reported the ventilator would not powered on. The customer reported there was no patient involvement. The manufacturer's service technician was able to duplicate the reported restart event during testing of the unit. Review of the diagnostic report shows that the unit restarted while in use. The service technician replaced the power supply to address the finding. Upon completion of repair, performance verification testing was completed and tests passed per operating specifications.